Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged nasal/throat irritation or soreness. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The manufacturer received new information alleging headache. There was no report of patient harm or injury. In this followup report section b3 and g3 is updated with additional information.